Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the fenestrated bipolar forceps instrument was found to have an exposed wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue involved damage to the silver grip cable; the instrument became static without motion, no uncontrolled movement, arcing, or energy loss occurred, the exposed wire was noticed during use when the surgeon attempted to reposition the device and it was removed from service, no photos or video are available, and the instrument has already been sent to isi for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.